Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the circuit breaker on the base console was accidentally broken when the base collided with another piece of equipment. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.